Event description:
The customer reported that the screen of his olympus hd camera head flashed when the root of the cable was manipulated during preparation for an electrotomy procedure. According to the initial reporter, the staff completed the intended procedure without any delays or patient harm using a secondary device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable unit was discovered and causing the reported image flickering failure. Additionally, this damaged cable was causing the image to be noisy when it was present as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed. It was, therefore, determined that the reported phenomena, ¿image flickers¿ and ¿noise appears on the image¿, occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.